Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), a tip breakage occurred. The procedure was being performed for removal of gallstones from an unspecified location. Two large stones were removed. Upon advancing the rx lithotripter compatible basket in an attempt to retrieve a third stone, the metal tip broke and remained inside the pt. The physician placed an unspecified plastic biliary stent for the duct to remain patent and draining, desiring that the metal tip will drain out.